Manufacturer narrative:
Gbo complaint: (B)(4). Received 8 loose pc (b)(4/unknown batch for evaluation. Also some bd needles (6), bd needles attached to greiner holders (4), and a bd needle (broken) attached to bd holder. We forwarded the complaint and samples to our affiliated headquarter in (B)(4) from which we received this product. According to investigation and comments, a review of the production and testing documents indicate no deviations were detected and all requirements were met during production. No abnormalities or deficiencies were detected during in process control that would affect function. Analysis of the returned sample to gather with the customer supplied bd needles revealed that the needles must be screwed in straight and should not be overtightened when threading to holders. This complaint can not determined.

Event description:
Customer states that they are experiencing issues with the bd eclipse needle dislodging from vacuette holders when the tubes are popped on during blood collection. In some cases, the needles stick in the arm of the patient. No patients were injured as a result and no employees obtained blood exposures and /or needle stick injuries because of these incidents.